Event description:
The dental implant (B)(4) was removed on (B)(6) 2017 due to failure to osseointegrate (B)(6) after implantation. The doctor indicated that bone resorption caused the implant removal. The patient has history of hypertension and as a diabetic. The patient has been recovered without complications.